Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. A specific bg value was not provided. A manual insulin injection was administered to address bg level. Reportedly, the customer used the cartridge beyond labelling. Tandem technical support educated customer on proper insulin labelling. Customer declined further troubleshooting with tandem technical support.